Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® 9nc 0.109m plus blood collection tubes were underfilled. The following information was provided by the initial reporter: "when using the tube, it found that the tube has low draw issue."